Event description:
It was reported that pump malfunction occurred with malfunction code displayed as malf 0, and caller stated no notable events occurred prior to malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. The customer was advised to continue using the pump.